Event description:
The manufacturer received information alleging a ventilator failed a test step for tidal volume measurement. There was no harm or injury reported. The device has not yet been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step for tidal volume measurement. The device was returned to a third party service center for evaluation and the issue was not confirmed. During the evaluation an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.